Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue. However, during troubleshooting, the stm discovered that the input port connector was loose. To fix this issue the stm tightened the input port connector and ran the iabp on a trainer; the iabp autofilled without issue. The stm additionally ran ten (10) subsequent manual autofills and ran the iabp with trainer for half an hour without issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while attempting to transfer a patient to the cs300 intra-aortic balloon pump (iabp), it would not autofill and was not working. The facility staff reports that the patient was receiving therapy with a cardiosave while transported to the facility, and once the patient arrived at the facility the iabp was being swapped to the cs300 to continue therapy. Staff reports that while attempting to transfer the patient to the cs300, the pump would not initially autofill upon hooking from transport unit to the facility's unit. The staff swapped out unit with another cs300 without issue. There was no significant delay in therapy or patient harm/injury.